Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of ventral hernia. It was reported that after implant, the patient experienced recurrence, mesh failure, pain, adhesions, inflammation, infection, scarring, nerve damage, defective device, mental pain, suffered, disability, permanent impairment, and loss of enjoyment of life. Post-operative patient treatment included additional surgery and mesh removal.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of ventral hernia. It was reported that after implant, the patient experienced recurrence, mesh failure, pain, adhesions, inflammation, infection, scarring, nerve damage, defective device, mental pain, suffered, disability, permanent impairment, loss of enjoyment of life, & abdominal pain. Post-operative patient treatment included additional surgery, mesh removal, hernia repair with mesh, exploratory lap, lysis of adhesions, & tap block.

Manufacturer narrative:
Additional info: a2, a3a, b5, b7, g1, & h6 (patient codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: a4, b5, b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of ventral hernia. It was reported that after implant, the patient experienced recurrence, mesh failure, pain, adhesions, inflammation, infection, scarring, nerve damage, defective device, mental pain, suffered, disability, permanent impairment, loss of enjoyment of life, abdominal pain. Post-operative patient treatment included additional surgery, exploratory laparoscopy, mesh removal, hernia repair with mesh, exploratory lap, lysis of adhesions, bilateral tap block.